Event description:
Related manufacturer reference number:2017865-2023-93677. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited rapid pacing from 70-100 bpm. It was discovered that the af suppression was on and was causing the rapid pacing. The right ventricular also exhibited high capture thresholds and r-wave amplitude variation. Programming changes were performed. The patient was in stable condition.